Event description:
Additional information received from the consumer reported they notified their physician about the machine being too high and their pain and saw a nurse. The nurse told the consumer there was nothing to do, just get used to the pain and discomfort. According to the consumer they left the old wires and leads in which they weren¿t happy about. At the time of the event, the consumer weighed (B)(6). No further complications were anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was not happy with their current programming. The patient reported that they requested to have the therapy on for 15 seconds and off for 5. The patient reported that the therapy was not doing this. On (B)(6) 2017, it was reported that they still had pain. The ins was turned down so they didn't feel it. It was noted that the machine was too high, almost on their waist, and they were not happy. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.